Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set became dislodged from the patient¿s arm during use. The patient noticed a wet spot and identified that the infusion site had already been pulled out. The cause of the dislodgement was unknown. The event occurred while the device was in use with a patient. There was patient involvement; however, no injury was reported.